Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to obtain the following information, and the following was obtained: was the reservoir being used for the first time? No further information is available. If no, how many times was it reactivated before issue occurred. How was case completed? No further information is available. Device return status/ follow up when we send the sample to you, we will let you know its return date and tracking number. No further information will be provided. Evaluation: failure mode reported by customer which can be caused by tie too long. During sample evaluation was found that the tie strap did not interfere on the correct function of the locking mechanism. Sample was evaluated, and defect reported by customer was observed, lower side of the bottom plate was broken. It was not possible to lock the reservoir. After sample evaluation it was concluded that plate could have been broken while reservoir was being used, since at manufacturing line the plate remains closed during all process. On plates subassembly area, there is an inspection to assure that plate opens and closes properly. Therefore, other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor. Based on the present analysis, it is determined that the reported complaint was duplicated, however is not related to manufacturing process and it's considered that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control. If the further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 a reservoir was used., during surgery, upon initial use the reservoir could not be locked. Further details are not provided upon evaluation it was noted that the locking plate was broken. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/25/2020.